Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. Her implantable neurostimulator (ins) felt funny, not flat like it used to be. There were no falls/trauma related to the issue. The ins felt bent together, bent in half like she could feel a groove. Also, she started having to urinate more often so she wanted to use her patient programmer to make a therapy adjustment but was not able to. They replaced the patient programmer batteries but this did not resolve the issue. The consumer further reported that they notified their managing physician about the ins feeling bent, poor communication, and increased frequency. The patient got to have surgery to replace the battery to resolve the ins feeling bent, poor communication, and increased frequency. The indication-for-use (IFU) was gastrointestinal/pelvic floor.